Manufacturer narrative:
Part was not returned. Evaluation made based on observations of initial reporter.

Event description:
Upon forceful impaction of the implant with a twisting force applied through the inserter, a crack in the wall of the implant was observed. The implant was removed without incident.